Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date, it was revealed that pseudo-aneurysms had been formed around both ends of the graft in the aortic arch. On (B)(6) 2013, reintervention was performed to treat the pseudo-aneurysms. The patient was implanted with a gore tag thoracic endoprosthesis ((B)(4)) in the proximal end of the graft and two non-gore endoprostheses in the distal end. Intra-procedure angiography revealed a dissection originating from the tortuous portion of the descending thoracic aorta that was distal to the initially implanted endoprostheses. Blood pressure suddenly dropped, and the patient was in asystole and expired. Reportedly, resistance was met during advancement of the delivery catheter for (B)(4). However, it was difficult to advance the delivery catheter for non-gore devices, and several attempts were made to do it. During insertion of the delivery catheter, it was caught on the tortuous portion of the descending thoracic aorta and resistance was felt, which might have caused the aortic dissection.